Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Complaint (B)(4) was received on 27th of september 2018 that a zimmon bilary stent set of rpn: zebd-7-7 of lot number c1458398 was involved in the following incident. ¿the user straightened the pigtail and attempted to advance it over a wire guide but the stent would not advance. He checked the stent and found the pig tail was kinked. He replaced it with another stent to complete the procedure.¿ this event occurred on the (B)(6) 2018. The patient did not experience any adverse effects due to this occurrence. The device will not be returned, no photos will be sent of the device. The investigation will take place with limited information. 1 x zebd-7-7 of lot number c1458398 was not returned to cirl for an evaluation therefore a documentation based investigation was completed. The complaint is confirmed based on customer testimony. A definite root cause cannot be determined, based on the available information. A possible cause of this complaint is that the kink occurred while being straightened while being passed over wire guide. A precaution included in instructions for use, ifu0045-6 states "care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent." However, as the device was not returned and the clinical conditions cannot be replicated it is not possible to conclusively determine the root cause of this complaint. A review of the manufacturing records for the device of lot # c1458398 did not reveal any discrepancy related to the complaint issue. Prior to distribution all zimmon bilary stent set zebd-7-7 are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. The instructions for use, ifu0045-6 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ also the user is instructed by the instructions for use, ifu0045-6 ¿care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent.¿ the review of relevant information provided, there is no evidence to suggest that the user did not follow the instructions for use. Customer complaint is confirmed based on the customer testimony. The patient didn¿t experience any adverse as result of the device failure and based on the information provided. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The user straightened the pigtail and attempted to advance it over a wire guide but the stent would not advance. He checked the stent and found the pig tail was kinked. He replaced it with another stent to complete the procedure.